Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, after obtaining the 4th biopsy sample from within the patient's stomach, the forceps became impacted in the channel of the scope upon withdrawal of the device. It was also reported that the biopsy site bled, however no intervention was required to stop the bleeding. The device and scope were removed in tandem and the procedure was completed at this point with this radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; clevis arms bent.

Manufacturer narrative:
Olympus gif 160 scope. Uf/importer report number: (B)(4). A visual examination of the returned device found the clevis arms bent and the coil at the distal end elongated. Functional tests on the returned unit could not be performed due to the sample return condition. Lastly, the manufacturing records for this product have been reviewed and no issues or discrepancies were found. This review did not identify any failure of the product to meet its material, assembly or performance specifications. The complaint can be confirmed, that the device could not be withdrawn from the scope, since during investigation it was found that the returned unit presented clevis arms bent and coil elongated. The bent clevis could interfere with device withdrawal however this is not related to the reported excessive bleeding which can not be confirmed. The most probable root cause for the observed damage is operational context resulting from excessive force applied to the device due of anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).